Event description:
The customer reported the system sram memory is not working, which would result in the system not booting up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and placed the sram memory on order. No conclusion can be drawn as further repair info is unavailable.